Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no prior reports for the stem part and lot number combination. Review of the device history records and/or a lot specific complaint database search was not possible as the lot code required for the head was not correct. Provided info states the pt had a musculoskeletal problem. The investigation could not verify or identify any product contribution to the reported event with the info provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any add'l info be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Pt revised for pain.